Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a carotid procedure. Reportedly, one day post vessel closure, the pt was found to have a saturated dressing over the right groin site. Manual compression was held and the dressing changed. No additional medical or surgical intervention was performed. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant info.